Manufacturer narrative:
(B)(6). (B)(4). The returned naviflex rx delivery system was analyzed. A visual evaluation noted that the pull wire was fully retracted when received. The push catheter was kinked in several locations at the distal section, the push catheter was cut to expose and inspect the guide catheter and it was observed that the guide catheter was detached from the delivery system. The reported complaint was confirmed. According to the analysis of the device the push catheter was kinked in several locations at the distal section. The push catheter was cut to expose and inspect the guide catheter and it was observed that the guide catheter was detached from the delivery system. According to the instructions for use, the device is intended to be used in the bile duct, however it was used for a pancreatitis treatment in the pancreatic duct. Using the device in other location that intended could have caused the damages observed on the device (push catheter kinked/guide catheter detached), also it could be contributed with issue reported by the customer. A manufacturing processes was performed, it includes extensive inspections to ensure that all finished devices meet specifications, however there is no control on how the devices are handled/manipulated in the field. During manufacturing samples, it was inspected that the extrusions were free of kinks. The guide catheter length was inspected using a ruler and the entire length was wiped down with an alcohol dampened lint free cloth. These steps of the process have detected the observed damages. Therefore the most probable root cause for this event is "cause traced to intentional off-label, unapproved, or contraindicated use". A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corportion that an advanix-naviflex biliary stent was used during a pancreatitis treatment in the pancreatic duct, performed on (B)(6) 2020. According to the complainant, during the procedure, the advanix pancreatic stent was advanced in the pancreatic pathway, while retracting the pull wire to mobilize the pancreatic pathway upwards, the stent was separated from the pusher. Reportedly, the advanix pancreatic stent descended about 1 cm without consequence and it was successfully implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed that the guide catheter was broken therefore this event has been deemed an MDR reportable event.